Event description:
It was reported that, during a tha, a surgeon inserted a accolade2 stem into a patient femur with a quick connect inserter. However, he could not dissociate it from the stem. He strongly pulled it and could finally dissociate it from the stem.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.